Manufacturer narrative:
This supplemental is to report a change of FDA registration manufacturing site information from st. Jude medical inc. (Afd cat-sunnyvale) 2938836 to st. Jude medical, inc. (Crm-sylmar) 2017865.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ble issue was due to the patient's cell phone and was resolved giving the patient a new mobile transmitter (mtx). There were no reported patient consequences.